Event description:
It was reported stimulation was turned off. When the patient programmer was used to check the implantable neurostimulator (ins) one side was turned "off". It was noted the patient wore a cardiac monitor. The ins had been programmed twice since implant. Therapy did not seem to be worse.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v993984, implanted: (B)(6) 2012, product type: lead. (B)(4).